Event description:
A sales representative reported that on (B)(6) 2015 he was notified about a home case where the pump had a problem; it was reported that on (B)(6) 2015 the device failed to suction, which resulted in exudate pooling at the wound. The use of the device was discontinued and replaced with a dressing. At the time of this report, there was no injury to the patient. A replacement pump was delivered on (B)(6) 2015 and therapy was resumed at 1:30pm and the patient¿s therapy ended on (B)(6) 2015 in the morning.